Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Additionally the IFU states that the performance level setting should be checked in the event that the valve is subjected to significant mechanical shock or trauma. Additional patient information: it was later reported by the patient's mother that the valve had changed settings again on (B)(4) 2013 and on (B)(4) 2013. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Additionally the IFU states that the performance level setting should be checked in the event that the valve is subjected to significant mechanical shock or trauma. Additional patient information: it was later reported by the patient's mother that the valve had changed settings again on (B)(6) 2013. Additional patient/device information: it was later reported to medtronic neurosurgery that the device was explanted a year ago and fixed valve with antisiphon device was put in. (B)(4).

Event description:
It was reported to medtronic neurosurgery by a patient's mother that the patient's strata valve has changed settings five times since being implanted, twice in 2010, once in (B)(6) 2011 after flying on a plane, once in (B)(6) 2012 after playing with a magnetic toy gun, and once on (B)(6) 2013. The patient was reported to be feeling tired since the last pressure level readjustment. It was also reported that when the valve changes pressure level settings the patient's personality changes and he becomes lethargic. The patient has not had any injuries due to the level changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.